Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint describing a leakage cannot be verified. The cartridge meets the specification. Result: the received unused cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The cartridge luer showed no damage. Statement from our supplier (B)(4): we performed visual inspection an all of our retain samples and additional free flow and tightness test on (B)(4) retain samples and could not find any irregularities. The investigation of production documents did not show any deviations related to the complaint reason. Up to now there are no other complaints regarding this batch. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing elevated blood glucose level of 380 mg/dl and took correction via the infusion device; no success. Patient stated he was feeling sick. Patient reported his father gave him insulin via a syringe; patient is approachable but dizzy. Patient stated later he changed the accessories and noticed a lot of insulin in the cartridge compartment; a crack at the cartridge luer. Patient reported he dried the cartridge compartment with a cotton swab. Patient discarded the used cartridge but will try to find it. Patient stated his infusion device works with the new accessories. Patient reported he received a house call from hcp on (B)(6) 2013 and he noticed that the patient also has scarlet fever; patient is now on antibiotics. No further information available. Requested return of the alleged insulin cartridge for evaluation.